Manufacturer narrative:
(B)(4). Examination and functional testing of the submitted device did not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments were reported for an unknown reason.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination and functional testing of the submitted device did not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.